Event description:
Reference number (B)(4). Event occurred in the australia. It was reported that the patient faced issue with infusion set on (B)(6) 2026. Infusion set tape not sticking on the same day. No further information is available.